Manufacturer narrative:
Updated fields: a2, a3, a4, b2, b3, b5, b7, h6. This report is being submitted due to the additional information received that is reflected in b5. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Additional information was received from the user facility. About two months after the stone removal procedure, the patient underwent a right ureteroscopy. The patient was then referred to another medical facility, and about two weeks after the right ureteroscopy, the patient had a nephrostomy tube placement due to acute renal failure related to urinary obstruction. An olympus representative and the user facility also clarified that this event occurred only three times with three different patients and not four as originally reported. These events are recorded under the following patient identifiers: (B)(6) - an olympus representative and the user facility confirmed that there were only three patients affected. Hence, this report is no longer required.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, since the device was not returned for an evaluation, a physical inspection could not be performed. Urethral stricture is a known complication of medical procedures that involve inserting an instrument, such as an endoscope, into the urethra. The olympus device may have caused/contributed to the reported event but there is no evidence to suggest that a device malfunction occurred. This supplemental report includes information added to d8 and h4. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus, on behalf of the customer, that a patient developed urethral restriction after a stone removal procedure using the soltive pro superpulsed laser system. There was no reported issue or injury during the procedure. Additional information is being requested to determine the severity of the restriction and its impact to the patient. The customer reported this event has occurred a total of four times with four separate patients. These events are recorded under the following patient identifiers: (B)(6).

Manufacturer narrative:
The event date is unknown. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.